Event description:
Device 1 of 3; reference MFR report: 1627487-2019-00523, reference MFR report: 1627487-2019-00524. It was reported that the patient was not receiving effective therapy from their drg system. In turn, the system was explanted on (B)(6) 2018.